Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: physician programmer. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported there was a motor stall. While the patient was at a refill on the date of the report, it was discovered the patient had an MRI on (B)(6). The pump was read after the MRI, but the pump took 3 hours to show motor recovery. When the pump report was printed at the refill, it was noted the pump was programmed to stop pump mode and flex mode was reprogrammed. It was not known if the clinic had telemetry interference or trouble updating the pump. There were no clinical symptoms. It was later reported there was a lack of appearance of a motor stall after an MRI. No pump motor stall or motor stall recovery was seen. It was reported the pump was not programmed to stop pump mode. The nurse updated the pump to get the logs and then went back to interrogate the pump and it was in stopped pump mode. The pump had to be reprogrammed back to flex dosing mode and updated. No other troubleshooting or actions were taken to resolve the event. The patient was doing well. The system was being used to deliver lioresal baclofen.